Event description:
Reporter/patient stated that when she uses the eq tbp esyflx rf 5ct the bristles fall out on two of the heads. The first time she used them. I had to take tweezers to pull them out.